Manufacturer narrative:
(B)(4). Service was able to verify the customer's reported problem "inspiratory/expiratory hold button not working" during testing and evaluation. The unit was tested with a known good ac adapter and a known good patient circuit. Vent check control test was performed and the results were failing. The insp/exp hold button does not display on direct message when pressed. Bench testing reveals that the membrane is causing the nonconformance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltv 1200 ventilator experienced I/e hold button is not working during testing. The customer confirmed there was no patient involvement.